Event description:
It was reported that the patient had an inappropriate shock less than a week post implant due to the oversensing of noise. The sensing vector was set to the alternate vector. The sensing vector was then reprogrammed to the primary sensing vector. Later, there was another inappropriate shock due to noise. The system was programmed off. A review of x-rays was done, and a good connection was confirmed. The doctor will schedule a procedure to ensure full lead insertion and confirm that the setscrew is properly seated. There were no additional adverse patient effects. The system remains implanted.